Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely to the clinic via merlin.net. Review of the transmission revealed the low voltage lead exhibited high capture threshold through recorded ventricular auto capture at high output. Other tests performed were stable and the current product status is being monitored. The patient was in stable condition.